Manufacturer narrative:
Additional information was received on 10/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/10/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. During visual evaluation a tear was observed on the posterior expanding to the anterior view, measuring approximately 2.3 cm. An area of missing material within the tear was also found in the posterior aspect measuring approximately 0.1 cm x 0.1 cm. Microscopic examination was performed on the tear and missing material and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation revision surgery with a 250cc mentor smooth round moderate left profile saline breast implant and a 225cc mentor smooth round moderate right profile saline breast implant experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.